Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there ¿has been a change in the remote,¿ it seemed to be using more battery. The patient clarified that she was referring to the ins battery. The patient fell and ever since then she was using about 20 or 30% more ins battery charge daily. The patient usually charged in the evening and a full charge would last her through the next day, however by the time she got up this morning it was already down to 50%. The patient indicated she had made no changed to settings. The patient always decreased amplitude at night because she didn¿t need it as high and it prolonged her battery charge. The patient reported that she had an appointment scheduled on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the fall that the patient had was off a ramp, and the ins was using 50% more energy since the fall. The patient had an appointment scheduled on (B)(6)2018 the patient stated she had reported this to a manufacturer¿s representative. No symptoms were reported. There were no reported complications and no further complications were expected.